Manufacturer narrative:
An internal investigation was performed for a false positive cefoxitin screen for staphylococcus aureus qc strain atcc 29213 with the vitek® 2 ast-gp75 test kit (reference 415670), lot 2750951203. The qc strain used by the customer was not available for testing; an internal biomerieux strain was tested. The internal s. Aureus atcc 29213 strain was subbed and tested on the customer lot 2750951203 and a random lot (2750712403), in duplicate, using vvitek 2 8.01 software. For all cards tested, the expected negative oxsf result was obtained. No other qc deviations were observed. Cards are performing as expected for the internal qc strain. A review of the most recent quarterly trend review (q3 2018), and the complaint search against ast-gp75 card lot 2750951203 did not indicate a trend of any issues for this lot.

Event description:
A customer in the united states notified biomérieux of a false positive cefoxitin screen for staphylococcus aureus when performing antibiotic susceptibility testing on qc strain atcc 29213 when using the vitek® 2 ast-gp75 test kit (reference 415670), lot 2750951203. The customer obtained the following results for the qc strain: expected organism: atcc 29213, staphylococcus aureus. Initial vitek 2 ast-gp75 card: on (B)(6) 2019: cefoxitin screen, positive. Repeat vitek 2 ast-gp75 card: on (B)(6) 2019: cefoxitin screen, positive. On (B)(6) 2019: cefoxitin screen, positive. On (B)(6) 2019: cefoxitin screen, negative. On (B)(6) 2019: cefoxitin screen, negative. The customer reported that the densichek was calibrated, and that trypticase soy agar with blood was used to prepare subcultures, at an 18-24 hour incubation at 35-36°c, under non-co2 conditions. As the customer's strain was a quality control strain, no patient results were reported. An internal biomérieux investigation will be initiated.